Event description:
It was reported that faradrive steerable sheath was selected for use. It has been mentioned that the patient had a thick septum and a rotated heart, which made the anatomy difficult to cross. The initial attempt was made using the veracross connect; however, an adequate position on the septum could not be achieved. Physician then switched to non bsc sheath and he was able to cross the septum, and the sheath and dilator advanced without issue. The transseptal puncture was performed very anterior. The system was then upsized to the faradrive. Attempts to cross with the faradrive sheath and vc connect dilator were unsuccessful, as the dilator could not be advanced across the septum. An attempt was then made using only the white faradrive dilator. At the time, it appeared on fluoroscopy that the dilator had crossed and that the septum was flossed. After later discussion, it was believed that the dilator had not actually crossed the septum and that the appearance on fluoroscopy was due to aggressive septal tenting, nearly reaching the ostium of the vein. Subsequent attempts with the faradrive sheath and dilator were also unsuccessful. New sheath and vc connect was tried thinking it may be a device related issue. Ultimately, a new transseptal puncture was performed at a different location using the faradrive and vc connect dilator. Crossing was still difficult, but the second puncture was eventually successful after advancing the system at different angles. As per physician, crossing the septum with the faradrive and vc connect was extremely difficult due to the patients anatomy and thick septum. No patient complications occurred. The product was received for analysis and investigation is still in progress.

Event description:
It was reported that faradrive steerable sheath was selected for use. It has been mentioned that the patient had a thick septum and a rotated heart, which made the anatomy difficult to cross. The initial attempt was made using the versacross connect; however, an adequate position on the septum could not be achieved. Physician then switched to non bsc sheath and he was able to cross the septum, and the sheath and dilator advanced without issue. The transseptal puncture was performed very anterior. The system was then upsized to the faradrive. Attempts to cross with the faradrive sheath and vc connect dilator were unsuccessful, as the dilator could not be advanced across the septum. An attempt was then made using only the white faradrive dilator. At the time, it appeared on fluoroscopy that the dilator had crossed and that the septum was flossed. After later discussion, it was believed that the dilator had not actually crossed the septum and that the appearance on fluoroscopy was due to aggressive septal tenting, nearly reaching the ostium of the vein. Subsequent attempts with the faradrive sheath and dilator were also unsuccessful. New sheath and vc connect was tried thinking it may be a device related issue. Ultimately, a new transseptal puncture was performed at a different location using the faradrive and vc connect dilator. Crossing was still difficult, but the second puncture was eventually successful after advancing the system at different angles. As per physician, crossing the septum with the faradrive and vc connect was extremely difficult due to the patients anatomy and thick septum. No patient complications occurred. The product was received for analysis and investigation is still in progress.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the allegation of difficult to cross septum was confirmed. The returned faradrive sheath observed a successful insertion during device-to-device interaction with returned dilator. Visual inspection confirmed there were no abnormalities or defects were found on the exterior of the returned sheath and dilator. Dimensional inspection of the sheath confirmed the inner and outer dimensions of the distal tip met specification. Microscopic examination of the sheath tip observed notable deformations along the outer diameter. The distal end of the sheath tip exhibited a bulbous appearance, resulting in lack of a tapered shape. The outer diameter exhibited increased thickness and a flattened profile, resulting in a pronounced step transition and gap at the interface between the dilator outside diameter and sheath tip inside diameter when the dilator was introduced. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labelling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review a risk review performed for the faradrive device confirmed that the event of difficulty crossing the septum is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion boston scientific has assigned an investigation conclusion code of manufacturing deficiency and supporting evidence that came to this conclusion. Based on the available information, boston scientifics investigation determined the observed damage at the distal tip contributed to the difficulty in inserting the sheath during the procedure.